Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the failed video was physical stress was applied to the insertion section while the user was handling the device which led to damaged charge-coupled device-unit. The event can be detected/prevented by following the instructions for use which state: ¿do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device was performed. During the evaluation, the customer's reported, issue of a complete screen blackout was not confirmed. However, it was observed, that the image was noisy with intermittent image loss during angulation in the up direction, due to damage on the charge-coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus medical, that the evis lucera bronchovideoscope was being inspected, prior to use with the patient. And the device did not relay an image to the monitor. The customer reported, the patient's diagnostic bronchoscopy was completed with a similar device with no adverse effects reported.